Event description:
It was reported that "pt called to state that he is experiencing pain, and trouble walking. Has been on vicodin for 3-4 yrs. Surgeon took xrays and tells him that the implants are in place. This is a mix of j&j product with stryker. Pt is asking if any of the stryker parts are part of a recall."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.